Event description:
Customer reported an issue with gas module 3 providing inaccurate gas readings, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the devic. Corrections included replacing the communication board. Tested, calibrated, and safety checked unit to factory specification.